Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, the doctor cut the right ventricular (rv) lead to maintain access. A second rv lead was used. The second rv lead helix stopped extending and retracting. The lead was not used. A third rv lead was used. The third rv lead helix stopped extending. The lead was not implanted. A fourth rv lead was used. The fourth lead helix broke. The lead was attempted and not used. It was also reported during the implant procedure, the doctor cut the lead to maintain access on three atrial leads. The leads were attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.